Event description:
It was reported the lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. All conductors had blood/body fluid (not obstructed); outer insulation was melted and had a cosmetic depression and cosmetic environmental stress cracking. Apparent explant damage.